Event description:
It was reported that there were "big changes in electrogram (egm) waveform" during threshold testing. The changes were the window in which the egm signal is presented being auto-adjusted. The device remains in use without any intervention taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).